Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: device history record was reviewed. Conclusions, a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during an iliac artery angiogram while injecting contrast. No harm or injury was reported.